Event description:
It was reported that an error code was experienced.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement.device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage. Functional testing was unable to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed. The real time clock battery was replaced as a preventive measure.a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: updated d1 and d4, model number